Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the thoracic probe was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: based upon that additional information this event does not meet further reporting requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirming the probe was twisted and it would not verify.